Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2024, the patient presented with atherosclerosis of native arteries of extremities with intermittent claudication and rest pain in the left leg. The patient had severe lower leg pain and loss of sensation in the left foot for the past 2 weeks and was unable to sleep due to left foot pain. The patient underwent left to lower extremity arteriogram, which revealed long segment occlusion of the left superficial femoral artery (sfa) and proximal popliteal artery with the two-vessel runoff to foot. There was successful recanalization of the left femoropopliteal segment using 3.4mm jetstream atherectomy for a total of 18.52 minutes, followed by 5mm x 150mm balloon angioplasty, and then placement of a 6mm x 120mm eluvia drug-eluting stent in the distal sfa/proximal popliteal artery. Post dilation performed using a 5mm x 150mm balloon. No residual stenosis. Patient tolerated the procedure well. No immediate procedural complications. On (B)(6) 2024, the patient presented with atherosclerosis of native arteries of extremities with rest pain in the left leg. There was worsening of left foot pain for the past 2 weeks with duplex evidence of left femoropopliteal occlusion. The patient underwent a left lower extremity arteriogram, which revealed long segment occlusion in the left sfa and proximal popliteal artery with a diffuse preocclusive disease in mid popliteal artery and more than 70% stenosis in proximal anterior tibial artery and the tibioperoneal trunk and proximal peroneal occlusion. Access was obtained, and mechanical atherectomy of the left femoropopliteal segment was performed in a proximal to distal fashion using 2.4-3.4 mm jetstream device for a total of 15.07 minutes. Post atherectomy, balloon dilation performed using 3.5mm x 150mm balloon in a distal to proximal fashion. Then, stenting of the more than 40% residual stenosis in proximal left sfa performed using a 6 mm x 120 mm eluvia drug-eluting stent. Post dilation performed using 5 mm x 150 mm balloon. Then, left upper leg arteriogram obtained which showed widely patent left femoropopliteal segment. Two-vessel anterior tibial and peroneal runoff to left ankle. Patient tolerated the procedure well. No immediate procedural complications.